Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the periodic programming history, it was discovered that a faulted diagnostic test occurred on (B)(6) 2013 and programmed the device to unintended settings. The device was interrogated prior to leaving the office; however, the settings were not corrected until (B)(6) 2013.